Manufacturer narrative:
The driver was returned without fragments, the complaint is not confirmed. The most likely causes of this event include improper bone prep, misaligned insertion, prying and/or leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a shoulder arthroscopy, while the device was inserted, the anchor broke in half. The half broken anchor remained inside the patient. The surgery was completed successfully with a new device of the same part number. The other half of the broken screw will not be sent in for evaluation because it was discarded by the facility. The driver will be sent back for evaluation. No further information received. Update 01-oct-2019: the broken fragment of the screw is well fixed into the bone and cannot move. A new drill hole was necessary to place the new screw next to the broken screw. The surgery was performed on (B)(6) 2019.